Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/28/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The product was received inside a biohazard plastic bag along with return documentation. The product was inspected with the unaided eye, showing the lens was cut into 3 pieces, most probably to make explant possible. Due to the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
T was reported that monofocal intraocular lens (model aab00, +22.0 diopter) was explanted from patient¿s left eye in secondary procedure because of patient experiencing residual myopia and astigmatism. There was no patient injury during the procedure. A 10-0 vicryl suture was placed. Reportedly lens from another manufacturer was used as replacement for the patient. Patient was doing fine post exchange. No further information provided.